Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage/dog chew marks located at the display found on (B)(6) 2022. Pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unable to perform displacement test due to missing segments/partial display. Pump was cut open to perform visual inspection and found cracked and bleeding on lcd glass. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: dog chew marks all over the place on the pump case, cracked lcd glass, bleeding on lcd glass, broken reservoir tube lip, missing reservoir o-ring, missing retainer and missing display window cover. Cosmetic damage was confirmed at the display. Missing segments/partial display due to cracked and bleeding on lcd glass.

Event description:
Information received by medtronic indicated that insulin pump was cracked on the screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.